Event description:
It was reported that the patient had an episode of ventricular tachycardia (vt) that was labeled as supraventricular tachycardia. The vt detection rate was reprogrammed to prevent future occurrences. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.